Event description:
It was reported that patient received inappropriate shock due to an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed. External insulation abrasions were noted between 21.4cm to 21.9cm from the connector pin as a result of friction to the ICD can. Analysis found normal electrical characteristics.